Manufacturer narrative:
Model # is unknown; no additional information has been received to date. Operator or device: patient/consumer. No product was returned; thus, the failure mode reported could not be investigated and a root cause could not be determined. A device history record (DHR) review was not performed as no lot or serial numbers were provided. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported by the patient, 'no disposable' alarm on both pumps while using the same 100 ml cassette with flow stop. No patient injury was reported.